Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the device was applied to the vessel for ligation. The device misfired, the clip was released but not formed as expected. Another device was opened and worked as desired. There were no adverse consequences to the patient.